Manufacturer narrative:
A ge service rep performed an on site investigation. The mainframe system batteries was evaluated and replaced. The sram was also replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited 'pre-charge errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No patient death or serious injury was reported related to this event.